Event description:
It was reported that the last two times, the battery has been changed, it has been hot to touch. The pump reportedly has felt a little warm, but has not caused any issues. The reporter indicated that each time the battery was hot the pump did not give an alarm that the battery was low and the battery icon went from full to no bars in a few minutes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no activity outside normal use was observed in the black box or download history; there was no evidence of short battery life observed. The battery was no returned with the pump. The battery compartment and cap were found to be intact with no evidence of moisture damage. The pump powered on normally and was exercised for 6 hours without overheating. The pump current draws were tested and found to be within specifications. The pump was opened and no evidence of moisture damage was found. The power circuit was tested and no defects were found.